Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure of a dialysis fistula, a balloon rupture, detachment and migration occurred. The target lesion was located in the highly calcified stricture of the fistula anastomosis. A non bsc balloon catheter was advanced to the target location. During inflation at 30atms a balloon rupture occurred, causing a vessel perforation. A 7.0 x 40, 75cm mustang balloon catheter was advanced to treat the vessel perforation. On the first inflation at 25atms, a balloon rupture occurred. During withdrawal of the mustang balloon catheter the shaft broke, the balloon detached on an unspecified guide wire and migrated to the distal portion of the brachial artery. Two stents were successfully placed to the treat vessel perforation. A non bsc snare was used to retrieve the detached balloon but only a portion of the radiopaque marker was retrieved. The detached balloon remained but was pushed off the guide wire into the brachial artery. The patient was referred to surgery. The vascular surgeon made a 3 inch incision in the brachial artery and retrieved the detached balloon. The procedure was completed and no additional actions were taken. No further patient complications were reported and the patient's status is listed as fine. The patient was monitored and released 24 hours post procedure.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure of a dialysis fistula, a balloon rupture, detachment and migration occurred. The target lesion was located in the highly calcified stricture of the fistula anastomosis. A non bsc balloon catheter was advanced to the target location. During inflation at 30atms a balloon rupture occurred, causing a vessel perforation. A 7.0 x 40, 75cm mustang balloon catheter was advanced to treat the vessel perforation. On the first inflation at 25atms, a balloon rupture occurred. During withdrawal of the mustang balloon catheter the shaft broke, the balloon detached on an unspecified guide wire and migrated to the distal portion of the brachial artery. Two stents were successfully placed to the treat vessel perforation. A non bsc snare was used to retrieve the detached balloon but only a portion of the radiopaque marker was retrieved. The detached balloon remained but was pushed off the guide wire into the brachial artery. The patient was referred to surgery. The vascular surgeon made a 3 inch incision in the brachial artery and retrieved the detached balloon. The procedure was completed and no additional actions were taken. No further patient complications were reported and the patient's status is listed as fine. The patient was monitored and released 24 hours post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted that the balloon was torn circumferentially at approximately 28mm distal to the proximal transition zone. The single lumen shaft is severely stretched and broken at 17mm distal to the lapweld area. The distal portion of the balloon is attached to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "do not exceed the rated balloon burst pressure." (B)(4).